Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: received (1) valve in formalin. As received commissure 1 appeared to be pushed out, evident in the x-ray. The stent distortion was most likely occurred at the time of explant. The valve exhibits heavy calcification in the cusp area of leaflet 2, and moderate to heavy in the cusp area of leaflets 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue was moderate at the stent inflow and minimal to moderate at the stent outflow. Furthermore, the valve shows an unusual layer of microbiological growth (white & fluffy) onto leaflet 3 outflow aspect. The white fluffy material appears to be some sort of microbial growth, most likely fungi, which had likely occurred post explantation due to the storage of the device in a non-fixative solution without microbicidal reagents for a substantial period of time. The material was floating/suspended in saline during the examination. The material was detached during the examination and it was found consistent with features of fungi growth. In addition, green/dark green spots, possibly colonies of fungi/bacteria, are randomly distributed on the surfaces of all three leaflets and some areas of covering cloth. Additional manufacturer narrative: the device history record review was not completed as the serial number was not provided and remains unknown. Device evaluation indicates calcification as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 7 years, due to aortic stenosis, chf, and angina. It was also reported that the explanted valve was heavily calcified, and exhibits pannus growth.